Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The left plunger case was damaged. There was an invalid syringe size alarm in the event history log. Customer stated problem was verified during set-up for flow test. The root cause of the reported issue was found to be that the pin was broken off the size pot as a result of the customer's impact to the device. Replaced size pot.

Event description:
It was reported that the device was not detecting syringe and not calibrating. No patient injury was reported.